Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, to correction section d4 and update the following sections: d10, g4, g7, h2, h3, h6 and h10. The customer returned lot #91k 25 to the manufacturer for evaluation. A visual inspection of the returned device was performed and found foreign material observed at the distal end, consistent with use. The probe tip is detached from the distal end. The probe tip was returned along with the device and breaking point measures approximately at 0.613¿ of the probe. The device was attached to test usg-400/esg-400 generators and a probe check was performed; the device failed the probe check and prompted a u509 ultrasonic error. Both switches were checked and found both switches are functional. The ptfe pad (teflon pad) was inspected and found it slightly worn, with no metal exposed. The wiper movement is normal. The consistency of movement of the handle and jaw is loose. The rotation of the knob torque is normal and smooth.

Manufacturer narrative:
The referenced device was not returned for evaluation; therefore, the exact cause of the reported event cannot be conclusively determined. However, if the device is returned at a later date, this report will be supplemented accordingly. To mitigate the risk of device becoming damaged inside the patient, the instruction manual provides warning which states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
The user facility reported that at the beginning of a liver resection procedure, the active jaw (probe) at the distal end of the device broke off and fell outside the patient as the physician went to insert the device. The intended procedure was completed using a similar device. There was no patient injury reported. Additionally, the device, equipment, and connections were inspected prior use with no anomalies found.